Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose was low as 50 and 91 mg/dl. Customer¿s current blood glucose value was 192 mg/dl. The customer also states the had experienced high blood glucose. Troubleshooting was done for low blood glucose and over delivery. The customer declined troubleshoot for high blood glucose. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.